Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. During a post-use phone interview with medical affairs on (B)(6) 2008, a (B)(6) male patient reported that the elastic on the device irritated a scar at the base of the sternum from a prior bypass surgery in 1994. The patient alleged that the irritation became infected and required debridement. The patient's nurse was packing the infection every day. The patient wore the device on (B)(6) 2007. The patient did not report this irritation until (B)(6) 2008, which was after the patient ended use.